Event description:
A surgeon reports that following intraocular lens implant surgery, a pt has noticed a prismatic effect or shimmer in their field of vision. Additional info has been requested.

Event description:
The reporting surgeon has provided add'l info. The intraocular implant surgery was performed with no complications. In addition to the pt reporting a prismatic effect or shimmer in their field of vision, pt also reported a light-headed feeling. The pt was referred to another ophthalmologist for a second opinion, but declined. The pt has had an intraocular lens implanted in the fellow eye, with no similar symptoms.